Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y57j, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported on (B)(6) 2015 that during implant on (B)(6) 2015 there was difficulty inserting the lead into the implantable neurostimulator (ins). The lead would not advance into the header of the ins. The lead was not previously implanted with an extension and old ins model. They decided to switch out the ins and the lead went in fine. Everything from that point on worked perfectly. There were no associated symptoms or patient injury. The patient's indications for use were unknown.

Manufacturer narrative:
Analysis of the neurostimulator, serial # (B)(4), found that difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector. The set screw was also backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.